Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information and date of implantation. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Update: (B)(6) 2011 - litigation papers received. Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused severe pain, inhibited plaintiff's ability to walk, and required a revision surgery.